Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. There was no error code found. The third-party service center concludes that there was visible foam degradation and unit was corrected. In addition to the above findings, it was also determined that the bottom enclosure was cracked.